Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not functioning. The reservoir tubing from the pump was frayed/damaged. The device was removed and replaced.

Manufacturer narrative:
A titan pump was received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination revealed a partial separation on the pump body at the junction between the inlet strain relief and the adjacent shorter pump exhaust tubing strain relief. The surfaces were rough and irregular, indicating sufficient stress was exerted. Testing revealed this to not be a site of leakage. Microscopic examination revealed surface abrasion on all pump tubing and reservoir inlet tube. Testing revealed a separation in the bladder of cylinder 2. This was a site of leakage. Microscopic examination revealed the surfaces to be smooth and straight, indicating contact with sharp instrumentation. Microscopic examination revealed a burn-like mark on the bladder of cylinder 2, indicating contact with cauterizing instrument. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the reservoir or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the serialized exhaust tubing at this site. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation could have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the reported cause for failure. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.